Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. No additional information was provided. Further review of the manufacturer¿s database indicated the patient died approximately two weeks after ICD replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no additional information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4). Concomitant product: 5076-45 implantable pacing lead, implanted: (B)(6) 2003; 694765 implantable tachy lead, implanted: (B)(6) 2003.